Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information reviewed, the reported device operates differently than expected due to the gripper line no longer being attached to the gripper lever to raise the grippers appears to be related to procedural conditions. When establishing gripper line removal (elgr) is performed, the lever cap is removed and the gripper lines are unwrapped from the lever, and thus, the gripper lever can no longer retract the lines to raise the grippers. This is not an indication of a device failure, as it is an inherent behavior of the device after eglr is performed. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a clamp was used to fix the gripper line to the gripper lever in order to raise the grippers. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the intial medwatch report filed, additional information received:the correct lot number of the clip delivery system (cds) is 51202u201 not 60107u137 as previously stated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while checking the gripper line removability, mitral regurgitation increased. The gripper line was fixed with a clamp at the end of the gripper lever to remove the clip delivery system and clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and a coaptation gap. The clip delivery system (cds 60107u137) was advanced and leaflet grasping was performed, reducing the mr to 2. While checking the gripper line removability, the mr increased to 3 for an unknown reason. The decision was made to replace the device. The physician wanted to raise the grippers and open the clip, but because the gripper line removability test was already performed, the gripper line was no longer fixed on the gripper lever; therefore, the grippers were raised and the line was fixed with a clamp at the end of the gripper lever. The clip was opened, inverted and retracted into the left atrium. The cds and clip were removed and replaced. One mitraclip was implanted reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.